Event description:
This is report 1 of 3 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the motor device was not spinning when in use with an attachment device. The report stated two attachment devices were involved in the event. As a result, there was a twenty minute delay to the surgical procedure. An identical spare attachment device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a cut in the cord exposing wires, a loose nose pin, the safety cable was frayed and the cutter device came out during temperature test. The reported condition was confirmed. It was determined that the tear in the cord/safety cable was from allowing the cord to come in contact with a sharp object. It was determined that the loose nose tube pin was caused by loctite deterioration. It was determined that the cutter device fell out due to a worn locking mechanism. It was also found that the device showed signs of damage caused by the sterilization process/immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and/ or user error. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.